Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, the main lamp was not getting ignited due to a faulty converter unit. Additionally, this converter unit failure was causing an e103 error message to appear on the monitor. The power switch was found cracked, and the cable clip on the front panel was missing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer returned his olympus loaner visera elite xenon light source device. During the receipt inspection of the unit, it was discovered that the main lamp was not lighting. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to e1, e2, e3, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the main lamp was not igniting, and the error code (e103) was due to a faulty convert unit. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.